Event description:
New information received notes that when the patient presented for a follow up, the pacemaker wound seen in clinic was healed completely.

Event description:
New information received notes that the patient had not feeling well for sometime and it was discovered that the pacemaker was protruding and had skin adhesions. Staphylococculus epidermidis was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16641; 2938836-2019-16642. It was reported that the patient's system was explanted due to erosion and infection at the pocket site. A new system was implanted on the right side. The patient was stable.